Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is physical damage to the pump. The customer stated that the little ring around the reservoir broke and now the reservoir will not stay in the pump. The blood glucose reading was 600 mg/dl. No further information was provided.`

Manufacturer narrative:
The insulin pump received with missing reservoir tube o-ring, minor scratches on display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.